Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely was use related issue due to improper technique as the patient self explanted the impella. Complaint device not returned for investigation.

Event description:
Us complainant reported that a patient was on impella 5.5 support. While on support, the patient self-explanted by gripping the white connector cable and detaching it from the impella plug. This caused an impella stopped alarm and potential dislodgment from the axillary site. Impella 5.5 was explanted without reinsertion of another device. Patient outcome is unknown.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.